Event description:
When starting an IV or saline lock on a patient, the nurse went to remove the normal saline flush syringe and then the clave/port connector came off causing blood and saline to rush out of the catheter tubing and dripped on the nurses's uniform. Similar incidents have occurred in the recent past.